Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient had a pre- existing first-degree block and left bundle branch block (lbbb) and noted to be at high risk for the procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted within the recommended range of 3mm on the non-coronary cusp (ncc). Post procedure, the patient went into a complete heart block. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A permanent pacemaker was implanted to resolve this event. The patient was discharged.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported complete heart block could not be conclusively determined. It is possible that patient pre-existing conduction abnormalities and procedural condition contributed to the event; however, this cannot be confirmed. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.